Event description:
Patient underwent bilateral lasik surgery on (B)(6) 2007 both eyes (ou). Information received indicated that it was complicated with pterygium that required additional surgery, central toxic keratopathy (ctk) that required a flap refloat (on the left eye), dry eyes, halos, and disabling night time rainbow glare. It was noted that the refractive outcome for the left eye (os), though not perfect is excellent considering the adverse events experienced with the os.

Manufacturer narrative:
Initial reporter: this information was intentionally left blank to protect the identity of the patient. (B)(4): pterygium and central toxic keratopathy. Additional narrative: the surgery date was (B)(6) 2007. At the time of the surgery, there was no information received by the manufacturer that an adverse event had occurred, therefore a system evaluation could not be performed. Since receiving the information, a service history review as performed which indicated the following: on (B)(6) 2007, preventive maintenance was performed and no issues were identified. On (B)(6) 2007, preventive maintenance was performed and no issues were identified. There were no other reported system issues between (B)(6) 2007. All pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Placeholder.